Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the pump was not returned, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump had "no auxiliary alarm". They did not provide any additional information about the failure. The initial reporter stated that this occurred during testing and no patient had been affected. (B)(4).